Event description:
The facility indicated that a pt fell out of the bed onto the floor and was injured. The facility stated the nurse call did not alarm. The facility declined to release info regarding the pt with the exception that the pt was taken for x-rays.

Manufacturer narrative:
The tech investigated and could not duplicate the alleged failure.